Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : a good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device needs battery replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.